Event description:
The patient had a defibrillator implantation in 2006. The following month, the ICD fired three times, and the patient was consequently brought to the defibrillator clinic where he was found to have lead noise. The pt was subsequently admitted to the hospital for defib. Lead revision the same month.